Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients programmer exhibited battery longevity anomaly. Due to that the patient's implantable cardiac defibrillator had to be explanted and replaced. The patient was stable during and post procedure.